Event description:
It was reported that revision surgery was performed. The patient reportedly experienced swelling, pain in the hips, thigh, buttock and groin; radiating leg pain, difficulty walking and pain when rising. Tissue damage and necrosis reported.